Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The device was not used and manual compression was used to successfully achieve hemostasis. There were no other devices or equipment used with reported product. There was no health damage to the patient and there was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One angio-seal sts plus was received for investigation. The unit was returned for evaluation. The bypass tube was already detached proximally from the carrier tube tip when the angio-seal poly-foil pouch was opened. There was no obstacle to open the pouch. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.